Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one (1) colony forming unit of unspecified gram positive bacteria. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water from the channels and flushes the air/water and auxiliary washing channel. The customer did not use detergent during pre-cleaning. The customer uses detergent cln during manual cleaning and brushes the operating/suction channel, suction piston, port of the operating channel and the distal end/area around the elevator and using albyn medical double brush, 180 cm. The device was not manually disinfected. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The endoscopes are stored in a soluscope drying cabinet (dcs 8000). Olympus is the customer¿s maintenance company. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the exis exera iii gastrointestinal videoscope tested positive for over 100 colony forming units (cfus) of escherichia coli. The issue was found during a routine culture of the scope. All channels were tested. The sampling occurred during reprocessing, prior to patient use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found and sent back to the customer without any repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.